Event description:
Patient required revision due to his duracon uni compartmental knee and that "the polyethelene tibial component was fragmented and breaking off and quite few pieces were floating around the knee joint".